Event description:
During a pm inspection, it was discovered that the 6800 system had a faulty power supply. No patient involved.

Manufacturer narrative:
A ge service representative verified the malfunction. Replaced the ps1 power supply. The system was tested and found to be working as intended and placed back into service.